Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. The root cause of the reported event cannot be conclusively determined. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient experienced low flow alarms at home. The patient's caregiver stated the patient had a loss of appetite over the past 24 hours. The patient was brought to the emergency room on (B)(6) 2017. International normalized ratio (inr) was 6.0. A head computerized tomography (CT) scan confirmed occipital-parietal hemorrhagic cerebral vascular accident (hcva). The patient had no motor or neurological compromise. There was blurred vision which has since resolved. Multiple units of fresh frozen plasma (ffp) were administered to the patient upon admission and over the next few days. Inr decreased to 2 but increased to 3.9 on (B)(6) 2017 requiring multiple ffp units. The patient remains hospitalized. No further patient complications have been reported as a result of this event.